Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. Additionally, analysis suggests that the product was used in a surgical procedure. Visual functional indicated no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. The most probable root cause is improper orientation of the needle in the reload. However, engineering noted that the endo stitch investigation regarding the ¿difficult to load needle¿ complaint mode produced a direct correlation between improper needle orientation and the ¿difficult to load needle¿ condition that is being reported. Should new information become available, the file will be re- opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Occurred during a laparoscopic roux-en-y procedure. The device was being used to over sew the stomach. The suturing device would not hold the needle in the jaw. The unit was used one time and then tried to reload the device, but it would not load. It was also difficult to toggle. No device component fell into the cavity of the patient. In order to resolve the issue and complete the case, a new suturing device was opened and worked. There was no patient harm. The patient status is alive, no injury.